Event description:
At 1930 a new pca syringe of dilaudid was placed in pca machine. At 0130 the entire syringe (30ml) of dilaudid had infused. The order was 0.3mg continuous infusion with a 0.4mg dose push for breakout pain; 10 minute lockout. Pt was drowsy, no other adverse effects.